Manufacturer narrative:
A spacelabs technical support engineer remotely connected to the telemetry system and found duplicate channels. A spacelabs field service engineer (fse) was dispatched to assist the biomedical engineer with further troubleshooting the telemetry system. The fse and biomedical engineer discharged the duplicate channels to resolve the reported issue and confirmed proper operation. Although discharging the duplicate channels resolved the reported issue, the root cause of the duplicate channels could not be determined. As a precaution, spacelabs healthcare has requested the device from the customer for further evaluation, but the device has not been provided at this time. Should any additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.

Event description:
Spacelabs healthcare was notified that some telemetry beds unexpectedly disappear from the xhibit central station for 30 to 40 minutes at a time. There is no patient or user harm reported with this event.